Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the left arrow button was sometimes unresponsive. The patient's blood glucose at the time of incident was 9.9 mmol/l. The left arrow key needed to be pressed several times before it would activate. The patient's doctor also mentioned that the other arrow keys work properly but that their commands activate slower than on other insulin pumps they have worked with. The keypad anomaly has persisted over several battery changes. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. All buttons functioning properly. No damage in the keypad assembly noted. The j1 connector on the printed circuit board assembly was inspected and properly connected. The insulin pump was received with scratched case and keypad overlay texture damage.